Manufacturer narrative:
Email is: (B)(6). One device was returned for evaluation. Visual inspection revealed no visible physical damage. No related evidence was available in the event history logs. Functional testing was performed and the reported issue was able to be replicated; the pump was found to be over-delivering. The root cause was determined to be possibly due to signs of fluid ingression found on the chassis base. The expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period., corrected data: h6: health effects.

Event description:
It was reported that the device exhibited a failed volume test. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.